Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary investigator reported via phone call that customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer's blood glucose was in low in 200's mg/dl on (B)(6) 2018. The customer's blood glucose was in the 400's mg/dl. The customer's high blood glucose treated with the intravenous fluid. The insulin pump will not be returned for analysis.